Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to get better control of blood glucose levels. Customer reported a1c was 9.6. Customer believed pump settings needed to be adjusted along with further pump education. Customer reported taking several heart medications as well as other unspecified health issues. Customer treated elevated levels with correction bolus via pump. Customer reverted to manual injections and made appointment with health care provider to adjust settings.